Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin had scratches on the screen that effect the ability to read the screen. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had unexplained random no delivery alerts, the backlight was dim, and had chipped on the casing around the belt clip. The device will not be returned for analysis.